Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same infusion set for over 3 days on the mobi pump and overfilling the cartridge with insulin. The customer was educated on the proper load techniques. Customer to replace supplies as necessary and resume insulin.